Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event (fall as well as change of resistance behavior).

Event description:
Air in hydraulics, pt. States that walking feels different. Change of resistance behaviour: patient feels insecure. Patient fell and fractured her wrist.